Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found there was a poor connection of the sample probe. Further investigation by the manufacturer did not identify a specific root cause for the event. Most likely root causes include a reagent pipetting issue or issues with the placement of the beads in the measuring cell as the issue was resolved after the field service representative actions. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the e module. There were erroneous results for estradiol for four patients. The patients' age, gender, and weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.